Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the cartridge was leaking. Reportedly, the customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 110 mg/dl to 120 mg/dl.